Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Fi results: review of sterilization run (B)(4), related to work order (B)(4) did not identify any deviations or non-conformities, that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications. With the information collected, during the investigation, there is enough evidence to support that serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Environmental monitoring results were found to be acceptable, and they confirmed, that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact, that the cause of the infection cannot be specifically associated to manufacturing process, no corrective action is deemed necessary at this time. The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection.

Event description:
Healthcare professional reported, right side infection. Device has been explanted.